Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a recurring no delivery alarm during a bolus. Customer's blood glucose was 287 mg/dl at the time of the incident and went up to 447 mg/dl which they treated with a bolus. Customer stated they changed their site and the infusion set had a bent cannula. The customer was advised of the proper preparation process and insertion techniques. Customer declined troubleshooting for the high readings. Customer was advised the infusion set will be replaced. The product will be returned.